Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a posterior spinal fusion procedure on (B)(6) 2016; there was an issue with two t-pal spacer applicators at levels l2-l5 with t-lift at 2-3 and 4-5. As the surgeon was trying to insert a 13mm t-pal cage, the cage moved backwards onto the inserter and the inserter broke (it was unclear during the surgery the exact nature of the breakage). The cage was described as being mobile instead of fixed as it was intended. When the surgeon took the cage out, he noted that the cage had flipped. He then used another t-pal inserter and attempted to insert an 11mm cage and the same thing happened. The surgeon reverted to using an opal revolve cage which was placed successfully. There was a surgical delay of ten (10) minutes due to the issue. The remainder of the surgery went without further incident and the patient was reported as stable with good motor function. Post-surgery, it was noted that the ball broke off of each t-pal inserter and was stuck in the shaft of both inserters; all four (4) pieces were retrieved. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: manufacturing site: (B)(4). Manufacturing date: january 19, 2016. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the returned inner shafts were examined and the complaint condition was able to be confirmed in each instance as the proximal coupling heads were found to be broken; both were returned. The remainder of the devices was found to be intact with minimal witness marks concentrated on the distal prongs/spacer consistent with wear and tear; these marks would not inhibit device functionality. Two t-pal implants were additionally returned and, upon examination, no defects or deficiencies were identified which may have contributed to the complaint condition. The allegation of unintended pivot is directly related to the broken proximal coupling heads of the returned inner shafts. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. Relevant drawings for the returned instruments were reviewed (both from the time of manufacture and present revision). The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint conditions. No definitive root cause was able to be determined. The received failure mode is consistent with impaction while the handle (03.812.001) security ring is pressed forward; this would concentrate impaction forces on the proximal coupling ball tip. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.